Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during dwell. The baxter technical service representative (tsr) asked the home patient (hp) if he had any open clamps on the lines that he was not using and he said yes. The hp said that he only used 2 lines for the bags and then the patient line. The tsr explained that the lines he did not use should have the clamps closed so air does not get in. Hp stated he was not going to argue about that but it was totally different than what he was told to do. The tsr instructed the hp to end therapy and start over with new supplies. The tsr offered to help the hp end therapy and he said he would deal with it. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed and the root cause was related to use error - open clamp. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.